Manufacturer narrative:
Pump was received with minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had many scratches on their insulin pump's screen. No additional information provided.